Event description:
It was reported via merlin transmission that device was exhibiting non-sustained lead noise due to post-paced t-wave oversensing. Patient was asymptomatic. The issue was resolved by reprogramming the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.